Event description:
During liver transplant, the tip of the argon beam hand piece caught fire. There was no patient injury but there was a slight delay in the surgery while a new hand piece was obtained.the 7550 console used with the hand piece was tested for power output and argon flow. Measurments were within the allowable limits. The failed hand piece was melted to the point where it cannot be operated.